Event description:
It was reported that the surgeon stated the patella was displaced. Also, the tibia was malaligned resulting in pain for the patient.all components were removed and replaced.

Manufacturer narrative:
An event regarding a dislocated patella involving a triathlon asymmetric x3 patella was reported. The event was confirmed. The patient was noted to be active (normal) post-implantation. A review of the two undated xrays provided confirmed the patella dislocation and malposition of the implanted components. Further review could not be performed as no other medical records were received. Device history review: all devices accepted into finished goods conformed to specification. A complaint history review confirmed no similar events for the reported lot. The exact cause of the event could not be determined because further information such as pre- and post-operative reports and follow-up notes are needed to complete the investigation for determining the root cause.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. (B)(4).

Event description:
It was reported that the surgeon stated the patella was displaced. Also, the tibia was malaligned resulting in pain for the patient. All components were removed and replaced.